Manufacturer narrative:
E1 reporter phone number: (B)(6) . Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient¿s lead was explanted and replaced on (B)(6) 2020. Reason for lead replacement is unknown.

Manufacturer narrative:
A lead explant was reported to abbott. Efforts to obtain further event details have been unsuccessful. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.